Event description:
The following is based off a review of the pt's medical records provided by davol by the pt's attorney: (B)(6) 2012 - the pt underwent implant of bard/davol flat mesh to repair a symptomatic pop. On (B)(6) 2009 - the pt under implant of a non bard/davol mesh sling. The pt's legal fact sheet alleges erosion, infection, and bowel problems.

Manufacturer narrative:
Currently, it is unk whether the device may have caused or contributed to the reported event. The pt's attorney did not allege a specific device failure. A manufacturing review was performed and found no evidence of a manufacturing related cause for the alleged event. Medical records provided were limited to the implant procedure. The pt's legal fact sheet alleges the pt was treated for infection. With the currently available info, no conclusion can be drawn. If additional event and/or evaluation info is obtained, a follow up MDR will be submitted.